Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Patient additionally reported "capsular contracture," baker grade unknown and "nodules, and gel has gone into the lymph glands." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture. Patient additionally reported "capsular contracture," baker grade unknown and "nodules, and gel has gone into the lymph glands." Device remains implanted.

Event description:
Patient representative reported patient "was implanted with biocell textured breast implants. Patient did not receive any update or warning from allergan any time before or after surgery about the clearly established link between allergan's biocell textured breast implants and bia-alcl. Following the worldwide recall and revelations about the dangers of allergan's products, patient underwent an explantation surgery for the removal of the biocell textured breast implants." Device has been explanted